Event description:
Boston scientific received information that this transvenous right ventricular )rv) lead did exhibit greater than 125 ohms shock impedance during the normal device changeout procedure. There were no reported adverse patient effects and the associated medical device had no allegation.

Manufacturer narrative:
As a result, the implanting physician did surgically abandon this lead.